Manufacturer narrative:
Received one (1) used b5505 ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red) for inspection. No defects or anomalies were noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed, and left for 24 hours. There was leakage from the white button from the yellow button port. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
E1 - (B)(6). The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 14" (36 cm) ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where the customer reported leaking, at the red knob, during patient infusion of a critical drug inotropes that came into contact with the patient and healthcare provider. There was patient involvement, but no harm was reported as a consequence of this event; there was work flow disruption and a spill kit was not used.